Event description:
It was reported to tyco healthcare/kendall that a customer had problem with compression system. The customer states "when pas stockings were removed customer was noted to have bruising around both legs. No harm to pt."